Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy pacemaker implant procedure, the right ventricular lead was implanted. The coronary sinus was successfully cannulated, however the patient had a respiratory arrest while trying to subselect the coronary sinus branch. Resuscitation was commenced immediately, however the patient died.